Event description:
The product was used during a total gastrectomy procedure. Reportedly, the anvil did not tilt and could not be removed. The surgeon resected the application site and removed the device and applied another instrument to complete the procedure. The hospital has reported the pt's condition is satisfactory.